Event description:
The clinician reports the implant was inserted (B)(6) 2019 in the patient's mouth. On 2022-10-03, loss of osseointegration was verified. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.